Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tips of two vital t27 final drivers fractured during surgery and a torque limiting handle took more force than usual to torque. The first broken tip of the set screwdriver was retrieved, but the second tip remained in the set screw in the patient body. A 30 minute delay to the surgery was also reported. This is report one of three for this event.

Manufacturer narrative:
Corrections in d4: lot number, d9, and h3. Additional information in d4: UDI number, and h4. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference reports 3012447612-2024-00243 through 3012447612-2024-00245.

Event description:
It was reported that the tips of two vital t27 final drivers fractured during surgery and a torque limiting handle took more force than usual to torque. The first broken tip of the set screwdriver was retrieved, but the second tip remained in the set screw in the patient body. A 30 minute delay to the surgery was also reported. This is report one of three for this event.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip is twisted and fractured off. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or applying excessive torque to the driver during use. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the tips of two vital t27 final drivers fractured during surgery and a torque limiting handle took more force than usual to torque. The first broken tip of the set screwdriver was retrieved, but the second tip remained in the set screw in the patient body. A 30 minute delay to the surgery was also reported. This is report one of three for this event.

Event description:
It was reported that the tips of two vital t27 final drivers fractured during surgery and a torque limiting handle took more force than usual to torque. The first broken tip of the set screwdriver was retrieved, but the second tip remained in the set screw in the patient body. A 30 minute delay to the surgery was also reported. This is report one of three for this event.

Manufacturer narrative:
Corrections in h6: conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip is twisted and fractured off. Root cause: a definitive root cause could not be determined, but the associated torque handle was found to be inoperable, leading to excessive forces applied to the driver during use. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.